Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the sensor needle went half way then broke off. The customer's blood glucose was 130 mg/dl at the time of incident. The sensor will be returned for analysis.

Manufacturer narrative:
A visual inspection was performed on 1 opened and used enlite sensor found the sensor insertion needle was separated from the sensor base; unable to confirm if the customer received the sensor in said condition due to the sensor was returned opened and used. This complaint is against the sen-serter.